Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra2 meter does not turn on. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2012 (between 2-3pm). The patient manages his diabetes with prandin (three times a day), glyburide and januvia (twice a day), and diet and/or exercise. The patient denied making any changes to his diabetes regimen after the alleged issue occurred. According to the csr's documentation, seven to eight hours after the alleged power issue occurred, the patient reportedly developed a symptom of sweating; he was out of balance, and hallucinating. The following morning (at 1am) the patient reportedly went the emergency room (ER) where he obtained a blood glucose reading of "50mg/dl" with the ER's meter and was administered IV glucose as treatment. At the time of troubleshooting, the csr verified the subject meter's batteries did not need to be replaced (per owner's booklet recommendation), the patient was not using the subject meter for the first time, and was using the correct test strips at the time the alleged issue occurred. The alleged issue remains unresolved. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue, reportedly developed symptoms suggestive of low blood glucose, and was treated by an hcp for severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
The meter involved with this complaint has been returned on (B)(4) 2012 and evaluated by product analysis (pa) on (B)(4) 2012 with the following findings: the primary complaint was confirmed, the meter did not turn on when pressing the ok button. The meter was found to have a defective u5 processor. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.